Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previously reported issues related to this event.

Event description:
It was reported the unit shuts off during use. There is no report of any patient impact or consequence as a result of the issue. No other details were provided.